Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review could not be performed since the lot number or serial number was not provided. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00420.

Event description:
This is 2 of 2 reports. A customer reported that the transitional of the a2101 mayfield ultra base unit was stuck in the handle. There was no patient involvement and no surgery delay.